Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that the customer received with multiple insulin pump error. The blood glucose was unknown at the time of the incident. Troubleshooting steps were guided for multiple insulin pump error. The customer advised to replace the insulin pump and refer to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with completely broken off reservoir tube lip and missing reservoir tube lip o-ring. Unit received with broken belt clip slot. Unit received with cracked case at display window corners, display window and battery tube threads. Unit received with minor scratched display window and case. Unit received with missing end cap sticker. Unit received with traces of moisture at the lcd assembly. The motor was found with corroded motor home switch per visual inspection. Unable to verify a07 or a35 alarms or perform rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or displacement test due physical damage.